Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient had drainage at the drg lead site. As a result, surgical intervention took place on (B)(6) 2024, wherein the drg leads and extensions were explanted to address the issue. Additionally, patient received 24 hours of IV antibiotics and oral antibiotics.

Manufacturer narrative:
Updated a4- patient weight. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Updated a4-patient weight.

Event description:
Additional information received indicated that the drainage stopped and the drg lead incision site had healed.